Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was suspected of exhibiting oversensing. Technical services (ts) was consulted and reviewed ventricular tachycardia (vt) episodes in which therapy was appropriately provided but ineffective to stop the vt and ventricular fibrillation (vf) condition. The patient had syncopal and pre syncopal episodes and was hospitalized. No additional adverse patient effects were reported.